Manufacturer narrative:
The device is not available for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.

Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The reported high power event was confirmed via review of the log files. The cause that led to the reported event could not be determined. Based on review of the available information, there is no evidence to suggest that the reported event relates to a device defect. No additional information will be forthcoming.

Event description:
The patient experienced low flow alarms with no symptoms twenty-two days post heartware lvad implantation. After an increase in power consumption and clinical symptoms, including small increase of ldh and free hb the patient underwent surgery for pump exchange. No thrombus was noted on the explanted pump; the healthcare professional suspected systemic thrombus origin. The patient had episodes of severe arrhythmia after the hvad implant that where managed with cardioversion. The patient was receiving anticoagulation medication (heparin and plavix); no changes in medication were reported. The patient was reported to be recovering and in good condition.